Event description:
Additional information received indicated that the infection has resolved.

Manufacturer narrative:
Date of event is estimated. The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient, who has a history of infections, developed an infection at the ipg site. Antibiotics were administered. The patient underwent surgical intervention to explant the system, after which it was reported that the patient was doing well and recovering.